Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a board failure within the scope connector. It is likely that the contact point of the connector is dirty or the stress of shorting due to water droplets, the connector is inserted or removed while the video system center is energized, etc. It is also likely that electronic components may be damaged due to temporary malfunction due to static electricity or overcurrent. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. The inspection method for this event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment" as follows. "[Inspection of endoscopic images]. Check whether normal light observation images and nbi observation images appear normally. Observe the palm, etc. Using normal light observation images and nbi observation images (excluding bf-mp290f). Check that the illumination light is coming out. Adjust the light intensity to the appropriate brightness. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and nbi observation image (excluding bf-mp290f). Operate the ud angle lever on the endoscope to bend the curved part. Operate the insertion tube rotation ring on the endoscope to rotate the insertion tube. Confirm that normal light observation images and nbi observation images (excluding bf-mp290f) do not temporarily disappear or other abnormalities occur. Align the up indicator on the insertion tube rotation ring with the up indicator on the control unit.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus, however, the evaluation and investigation are still in still in progress. Should additional relevant information become available, a supplemental report will be submitted accordingly.

Event description:
The customer reported that a scope communication error code , b30, occurred when connecting the evis lucera elite bronchovidoscope. The problem was found during the initial inspection after being repaired. No death or injury and no impact to patient or other has been reported.